Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable for an unknown reason. The patient underwent surgical intervention wherein the ipg was replaced. It was reported that effective therapy was established post-operatively.